Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number: (B)(4). Event occurred in the united arab emirates. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. The site of detachment was quick release connector. The infusion set was in use for one hour. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.